Event description:
Right-side capsular contracture baker grade 3.

Manufacturer narrative:
The device was returned intact and functional with light yellowing; the device weighed 3.2g over specification.